Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance, noise and oversensing in the form of short ventricular intervals. The lead was also reported to have fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.